Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the telescope assembly and the imaging window detached near the lapjoint section. The imaging window was not returned for analysis. No imaging core windup was found within the telescope section and the sheath section of the device. No other visual damages were noted. Impedance testing showed an electrical open at the proximal wave form. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130-140 cm.

Event description:
Reportable based on device analysis completed on 18may2022. It was reported that visualization issues occurred. Vascular access was obtained via the femoral artery. The 85% stenosed target lesion was located in the severely tortuous vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but no image was detected. The device was disconnected and reconnected multiple times but the issue remained. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed the imaging window was detached.